Event description:
A surgeon reports decentration of the intraocular lens was identified about one month following intraocular lens implant surgery. The information provided indicates the surgeon felt the haptic may have failed to position correctly. The pt had poor postoperative visual acuity and was unable to read without correction. The lens was removed and replaced on 11/09/2005. The pt's outcome has been requested.